Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used, approximately three third filled easypump ii lt 270-135-s without packaging. The provided pump was taken to a visual inspection. Damages or other deviations were not immediately detected. As-received condition the clamp clip was closed. The original wing cap was not handed over by the customer, the patient connector was blocked by a white stopper. After opening the top cap we detected that the closing cone was missing. We also detected crystallized drug residues at the filling port (lli-cone). In addition, we detected liquid and crystallized drug residues at the patient connector respectively at the white stopper. Moreover, the sample was taken to a functional test respectively a leak test was carried out (without adding solution). After starting the pump (opening the clamp clip) and waiting for 60 minutes the pump worked (solution was running immediately after opening the clamp clip). After these 60 minutes leakages were not detected. The inspected sample is not blocked, therefore the sample is in accordance with our requirements. Device history records (DHR): reviewed device history records, there is no abnormalities and no such defect detected at final control inspection. However, blockage is a known error pattern and corrective and preventive actions are in progress / have been implemented.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). The device is requested to send for investigation at bbm laboratory in melsungen, germany. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility ((B)(4)): pump-damaged-blocked. Partial infusion (nacl) incident already encountered. Recovery for expertise.